Event description:
On (B)(6) 2011, this patient underwent endovascular treatment of a proximal type I endoleak using a gore tag thoracic endoprosthesis. Removal of the introducer sheath resulted in traumatic injury to the left external iliac artery. The physician placed two contralateral leg components to repair the iliac rupture. The left iliac rupture was treated and the patient tolerated the procedure. According to the gore introducer sheath with silicone pinch valve sizing guide, the outside diameter of the 24fr sheath is 9.1 mm.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore introducer sheath with silicone pinch valve sizing guide, the outside diameter of the 24fr sheath is 9.1 mm.